Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained post distal fibula fracture with deltoid disruption and underwent original implant on (B)(6) 2015. The surgeon stated that the patient was noncompliant and experienced a failed open reduction internal fixation of the right distal fibula, hardware failure, subluxed talus, and nonunion. The patient had a revision as well as hindfoot fusion done on (B)(6) 2016. One plate and six screws were explanted. The only item that failed was the plate, which broke in 2 pieces. All the screws were intact. No fragments were left in patient. The surgery was completed without complications, no harm to patient and no time delay. It was confirmed that no additional information was available. This is report 1 of 1 for com-(B)(4).